Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 550mg/dl, and she was treated with the insulin pump. Troubleshooting was performed. The time and date were incorrect. Assisted to correct them. The basal and bolus wizard were correct. Instructed the caller to run the manual prime test and the insulin did exit. Performed the high pressure test and passed. Suggested the mother to remove the cannula and it was bent and occluded. Reminded the caller that the infusion set and reservoir should be changed every two to three days. Advised the customer to change the entire infusion set and reservoir. The mother mentioned that the customer has scar tissue in the abdomen, but she is inserting within three inches of the scar tissue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.